Manufacturer narrative:
The device was tested and the reported balloon deflation issue was confirmed. During testing the balloon inflated at the lower portion of the balloon which allowed it to inflate, but the inflated portion remained below the skive holes of the lumen. As a result, the balloon was unable to deflate. Further testing found the distal skive hole to be off center, which resulted in restricted fluid flow and caused the balloon to only inflate at the lower portion of the balloon assembly. While fluid was able to enter through each of the skive holes, the manufacturing error prevented the fluid from exiting from the skive holes as intended resulting in the reported issue. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
It was reported the pruitt irrigation occlusion catheter balloon didn't deflate. No injury reported to patient as the device was not directly used on the patient.